Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the sampler and cable and performed sampler alignments, and level sense and clot sense adjustments. During daily check the detector stopped working. The fse could not find the source of the problem and ordered parts for next day. Two days later, the fse tried a new detector cable with no improvement. He then changed the cpu board with no effect. During power board change he found detector connection off with pins bent. They may have snagged during installation of sampler cable routing and pulled connection off board. The fse replaced the connecter and performed daily check with no problems. The customer ran controls with no errors. The most probable cause of the reported event was related to the sample detector cable. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2015 a customer reported 4019 errors (spec. Z-axis home sensor) with their aia-360 analyzer. A field service engineer (fse) was dispatched. The reported issue with their aia-360 instrument has the potential for delay in reporting patient result for pth assay. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.